Manufacturer narrative:
Date of report : 06aug19. Results and conclusion code updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 07aug2019. Conclusions code corrected.

Manufacturer narrative:
(B)(6). Date of report: 06aug19. The international fse (field service engineer) advised the customer to calibrate the touchscreen. The problem was resolved by calibrating the touchscreen.

Event description:
The customer reported that the ventilator's touchscreen was insensitive. There was no patient or user involvement.